Event description:
The customer reported being hospitalized for hyperglycemia. The blood glucose level was over 500 mg/dl. Troubleshooting was performed. The fixed prime and high pressure tests passed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.